Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Date of event: unknown.

Event description:
It was reported that bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes found fragments/small pieces on the probe of their coagulation device. The following information was provided by the initial reporter: customer has been using our citrate plus tube (363048). Lately they notices blue fragments/small pieces on the probe of their coagulation device. They assume this is due to piercing through the stopper. This has an affect on their pt parameter which made them decide to remove the stopper from the tube before putting it on the coagulation device.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and tested with using bd msn needles and suhs and the customer's indicated failure mode for coring with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for coring with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes found fragments/small pieces on the probe of their coagulation device. The following information was provided by the initial reporter: customer has been using our citrate plus tube (363048). Lately they notices blue fragments/small pieces on the probe of their coagulation device. They assume this is due to piercing through the stopper. This has an affect on their pt parameter which made them decide to remove the stopper from the tube before putting it on the coagulation device.